Manufacturer narrative:
No product was returned for inspection. The returned x-ray shows the implant without a restoration. It cannot be determined from this image whether or not a screw fracture occurred. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain® gold-tite® hexed screw it is recommended to torque at 20ncm. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable.

Manufacturer narrative:
On (B)(4) 2017 received a letter for previous dentist that did the restorative work and he stated that abutment screw was iunihg. Added brand name - certain gold-tite tm hexed screw.

Manufacturer narrative:
Device has not yet been returned to manufacture.

Event description:
Patient reported that implant was placed 2009 in tooth location #31. The abutment screw sheared off inside the implant causing the top of the abutment screw and crown to fall out. The bottom portion was required to be drilled out. New restorative work were produced for a different dentist that did the initial restoration.